Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Device evaluation: a visual and micro analysis was performed which identified: striated opening, puncture opening and non-penetrating nicks. Base on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool. A striated punctured assessed as a surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "seroma". Lab report came back negative for seroma. Device has been explanted.